Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the knot pusher seems to have a burr and cut the suture. A back up device was available to complete the procedure. There was no significant delay or patient injury reported.